Event description:
It was reported to boston scientific corporation that while treating hemostasis of the esophagus the speedband superview super 7 ligator misfired. The physician aborted the procedure, the patient is "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.